Manufacturer narrative:
Distributor reported an infection after a craniotomy procedure in which duraseal was used. Patient developed a superficial infection. A re-operation was performed which included debridement and treatment with antibiotics. Patient recovered without further incident. Bench-top testing has shown that duraseal does not support microbial growth.

Event description:
A representative from a distributor reported an infection after a posterior fossa craniotomy procedure in which duraseal was used. Patient developed a superficial infection. A re-operation was performed which included debridement and treatment with antibiotics. Patient recovered without further incident.